Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device flow problem. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6).patient who underwent a primary breast reconstruction procedure with mentor smooth round spectrum, 275cc breast prostheses experienced tubing separation from the implant. The reporter indicated that the surgeon was having problems filling the device and she suspected a possible leak. At the time of removal, the tubing had separated from the implant. After surgery the surgeon attached the tubing and confirmed she didn't find any leaks but, wanted to have the expander sent in for evaluation because of the problems occurring before the device was removed. Patient replaced both implants with unknown mentor gel on (B)(6) 2021.

Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the spec smooth rnd 275cc tissue expander shell. The expander was received with a reddish fluid. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. In addition, the liquid did not have difficulties to pass through the injection reservoir. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received with the device indicated that the date of explantation was on (B)(6) 2021. The right implant had the issue. Manufacturer¿s reference number: (B)(4), please see correct device manufacturing and expiration dates in h4, and d4.